Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir does not leak. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 400 mg/dl and customer was bloused and then stopped blousing. The customer reported a partial display and insulin pump was exposed to fluid which occurred due to reservoir leaked inside the insulin pump and filled the reservoir chamber with fluid. Customer stated that leak was occurred from o-ring. Customer stated that insulin pump passed the self test. Customer found red ,white, and green on the utilities line of the main screen. Customer declined troubleshooting for high blood glucose. The device will be returned for analysis.